Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is damaged and therefore the dielectric strength is inadequate. Based on the completed investigation, the reported event was attributed to corrosion on the odu plug (video cable) within the video cable section. The root cause of the reportable malfunctions could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video laparoscope had a light connection corrosion. There were no reports of patient harm.